Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no issues a functional evaluation was performed on the returned device and found that calibration was performed successfully, no defect. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states based on the results of the product evaluation the report that the calibration was performed with no defect noted, a user technique vs procedural variance should not be ruled out as a contributing factor to the reported event, which does not represent a device malfunction. The patient impact is determined to be swelling in the shoulder. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. B1, b2 and h1 updated

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the dyonics 25 pump was out of calibration, infusing too much serum and leaving the patient's shoulder swollen. No harm to the patient was reported. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.